Event description:
According to the initial report and implant registration card received, onxace-23, size 23 aortic heart valve with conform-x sewing ring with extended holder, serial number: (B)(4) was implanted then replaced with onxace-21, serial number: (B)(4) due to undisclosed reasons. Additional information was received via operative notes. The operative notes indicate that there was no adverse event associated with the patient. According to the operative notes, "annulus was then sized and easily admitted a 21 mm on-x valve sizer, in fact, this felt fairly loose and a 23 valve sizer fit and a 23 valve was then selected . A total of 21 pledgeted 2-0 ethibond sutures were then placed in a horizontal mattress fashion circumferentially around the annulus. These were then passed with a 23 valve and then in the process of seating this, it became quite clear that this was not going to fit into her root, it was going to barely fit through the sinotubular junction , which it did, but certainly was not going to seat within her annulus, which was surprising given that the sizer had fit nicely . Thus, the valve was taken back out of the root and taken off of all the sutures . The sutures were then re-paired and then using a fisheye needle, these were placed through a 21 mm valve , which seated and fit better into the root. Once this valve was seated and the sutures were tied down, we confirmed that both leaflets opened nicely and all the pledgets were buried behind the subvalvular flange."

Manufacturer narrative:
The manufacturing records for the onxace-23, sn: (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. There is no apparent adverse event. The operative notes indicate that a sizing error occurred. The instructions for use acknowledge sizing error as a potential failure mode. The potential effects of the failure are lengthened surgery and use of alternate valve. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report and implant registration card received, onxace-23, size 23 aortic heart valve with conform-x sewing ring with extended holder, serial number (B)(4) was implanted then replaced with onxace-21, serial number (B)(4) due to undisclosed reasons.